Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the sealant of a 6f/7f mynx control vascular closure device (vcd) came out with the device when it was being removed. Therefore, the product wasn¿t available and manual compression was performed for 20 minutes and the patient recovered. There was no reported patient injury. The sealant was deployed completely above the access site. The sealant was not dislodged from the arteriotomy. The sealant seemed to stick to the device. Button #1 was fully depressed. The balloon was fully deflated. Button #2 was fully depressed. There was no resistance noted during use of the device. There was moderate vessel tortuosity. The device was used in a transfemoral cerebral angioplasty (tfca) procedure. There were no visible signs of device/package damage prior to use. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. A 6f non-cordis sheath was used. The device was prepared and used in accordance with the instructions for use (IFU). The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The device storage temperature did not exceed 25 °c. Additional information was requested but not provided. A non-sterile mynx control vcd, 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that buttons 1 and 2 were not depressed, and the stopcock was found in the closed position with no syringe attached. The sealant was in its manufactured position, fully covered by the sealant sleeves, with no sheath inserted on the unit nor returned for this evaluation. No other anomalies were observed with the received unit. Per functional analysis, a simulated deployment test to ensure functionality was performed. The unit worked as intended, deploying the sealant and retracting the balloon respectively when buttons 1 and 2 were depressed. A magnified visual analysis of the sealant outer sleeves was conducted. During this analysis, it was concluded that no abnormal conditions were observed. The reported event of ¿sealant-inaccurate placement-complete¿ was not confirmed through analysis of the returned device since the deployment mechanism had not been initiated as stated in the event description. The exact cause of the issue experienced by the customer could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the inaccurate placement event reported since the returned device did not match the event description. It was reported that both buttons were fully depressed; however, the device was received with button 1 and button 2 in their manufactured positions. Since the device passed functional analysis and there were no anomalies noted to the device, it is unknown what issue the customer may have been experiencing with this product. According to the IFU, which is not intended as a mitigation, step 2: deploy sealant, ¿while maintaining tension press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window. This deploys and compresses the sealant against the arteriotomy. Lay the device down for 2 minutes.¿ the IFU also states in step 3: remove device, ¿retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Depress button #2 to pull the deflated balloon into the device. While maintaining fingertip compression on the skin, remove the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ neither the product analysis, nor the information available for review suggest that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 6/7f mynx control vascular closure device (vcd) came out with the device when it was being removed. Therefore, the product wasn¿t available and manual compression was performed for 20 minutes and the patient recovered. There was no reported patient injury. The sealant was deployed completely above the access site. The sealant was not dislodged from the arteriotomy. The sealant seemed to stick to the device. Button #1 was fully depressed. The balloon was fully deflated. Button #2 was fully depressed. There was no resistance noted during use of the device. There was moderate vessel tortuosity. The device was used in a transfemoral cerebral angioplasty (tfca) procedure. There were no visible signs of device/package damage prior to use. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. A 6 non-cordis sheath was used. The device was prepared and used in accordance with the instructions for use (IFU). The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The device storage temperature did not exceed 25 °c. Additional information was requested but not provided. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.